Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned product, it was revealed that the guidewire ptfe coating was peeled/scraped along the proximal length between 26cm and 110cm. The coating appeared to be scraped off the guidewire with the torque device collet. The guidewire was slightly bent along the nitinol length. The guidewire torque was not smooth for the one to one torque check, due to the bends on the guidewire. Follow up attempts were made to the customer to obtain additional information. Based on returned device analysis, the ptfe coating appeared to have been scraped off of the guidewire with the torque device collet and/or the introducer. Per the device dfu (direction for use), "securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.)". Since the device dfu specifically cautions that insecure tightening of the torque device can lead to ptfe peeling and product damage, the cause of the ptfe peeling was determined to be failure to follow instructions.

Event description:
It was reported that the synchro coating peeled off during procedure and a particle was found in the microcathether. There were no reported patient consequences due to the event.

Manufacturer narrative:
Device not received.

Event description:
It was reported that the synchro coating peeled off during procedure and a particle was found in the microcatheter. There were no reported patient consequences due to the event.